Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android: omnipod software app version: 3.1.1, operating system: sp1a.210812.016.g970usqu9iwg3, hardware: sm-g970u, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's mother informed insulet that the patient had passed away. The date of death was reported as on (B)(6) 2025. It was reported that the patient was using the pod at the time of the event. The cause of death was not reported. No pod issues were reported. No further details were reported. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. A supplementary report will be filed should additional information be received.